Event description:
It was reported that customer couldn't use the xl+. Later to be found it failed test due to the therapy capacitor. No patient involvement reported at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.